Event description:
Physician attempted to use an endeavor resolute drug-eluting stent to treat a lesion in the lcx with stenosis, calcification and tortuosity. Lesion pre-dilation was performed using a 1.25 mm x10 mm balloon ¿ approximately 80% stenosis remained following pre-dilation. It was reported that the device failed to cross the lesion due to the calcification. The device had been inspected and prepped prior to use with no abnormalities noted. The device was returned to the manufacturing facility and the stent was observed to be damaged. The patient is good and no clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 4th and 5th distal stent segments were slightly raised and misaligned. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: stent damage. Target lesion was calcified and tortuous with approximately 80% stenosis remaining following pre-dilation. Deformation problem. Conclusion: stent damage. Target lesion was calcified and tortuous with approximately 80% stenosis remaining following pre-dilation. (B)(4).